Event description:
It was reported that when connected to a patient, the o2 concentration was not reading correctly. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported incorrect readings of o2 concentration could not be duplicated. No parts were replaced and no log files were provided for investigation. Functional checks were performed and the ventilator was cleared for clinical use. Since no parts were returned for investigation, the root cause of the incorrect readings of o2 concentration has not been determined.

Event description:
(B)(4).